Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. A2009 ultra 360 patient positioning system was received with std. Adaptor and not the tri-star adaptor. Evaluation showed that the upper and lower handles are out of adjustment and are not holding properly. Both shock cushions are worn. The reported complaint was confirmed. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the a2009 ultra 360 positioning system device does not lock in place. The patient will droop down when pressure is applied. It is unknown if the device failure led to surgical delay.